Event description:
Reportedly, connection error and connection loose by the pacemaker occurred during the implantation procedure. The pacemaker involved in this MDR report was returned for analysis.

Manufacturer narrative:
January 25, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Conclusion: the electrical characteristics of the returned device were within specifications. The inspection of the connector header revealed: damages at the distal ventricular level (hole in the corresponding silicone cover); the distal ventricular setscrew was damaged and completely unscrewed; the first thread of the terminal block was also damaged; these damages confirm difficulties were met during the screwing/unscrewing operations. The ventricular setscrew could not be reintroduced correctly in the terminal block after complete unscrewing; however, it is not possible to determine whether these damages resulted from screwing operations at the beginning or at the end of the implantation procedure, i.e. Whether there is a link between these damages and the reported event.